Manufacturer narrative:
This report is submitted on march 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient, as of the date of this report.